Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose levels, with a reading of 600 mg/dl. The customer stated that she missed a bolus, and had a difficult time maintaining normal blood glucose levels after that. Troubleshooting was performed, and the insulin pump was programmed with the incorrect time. The customer stated that she had received several alarms that required a time and date change, but she never set it. The insulin pump passed the high pressure test. They also felt that the insulin she was using may have been denatured. Nothing further was reported.